Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's electrode belt cables were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.